Event description:
During the procedure, nothing unusual was noticed about the deployment of stent. The stent was deployed and landed at the desired destination. The procedure was a routine iliac artery placement, accessed from the left side utilizing an up and over technique with an introducer sheath. The patient had stenosis present in the right iliac artery. During placment of the stent an extravasation in the iliac artery was noticed. After the stent was placed, no problems with the delivery system were detected. Once the stent was uncovered, upon removing the delivery device, the tip of the catheter separated distal to the radiopaque marker. Since the wire guide was still in place, the separated segment was noted still remaining on the wire. The distal tip was retrieved successfully with the use of an introducer sheath. The patient was taken to the or for repair of the extravasation. It was not the physician's impression that the extravasation resulted from the device. However, the physician later advised that he did not notice some resistance when removing the delivery system, and had not readvanced the outer sheath during the removal. Once in the or, during the angiogram, the flow of contrast at the site of what was thought to be an extravasation was determined to be a thrombosed aneurysm.